Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl or less at the time of the incident. The customer was at 253 mg/dl at the time of the call. The customer was given a glucagon shot, food, juice, and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer passed out before having breakfast. The customer was wearing the insulin pump during the incident. The customer was concerned that they were not getting alerts when their blood glucose was dropping low. Troubleshooting was completed and the customer's low alerts were turned on. The customer stated that their health care professional lowered their morning insulin dosage. The insulin pump will not be returned for analysis.